Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1160, serial/lot: (B)(4), description: spectra wavewriter ipg kit.

Event description:
A report was received that the patient started to experience numbness and loss of feeling and movement in the lower extremities following the implant procedure. The patient underwent an explant procedure in order to perform an MRI. The physician suspected epidural hematoma. The ipg and paddle lead were removed and disposed of by the facility. The patient currently has no feeling or movement on the left side of her body from the rib cage down and is starting to regain feeling on the right side.